Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Philips technical support had the customer review the diagnostic log of the unit and found error messages of high tidal volume and high pressure alarms. The customer stated that unit alarmed at 1am in the morning and was turned off five (5) minutes later. The manufacturer's field service engineer (fse) evaluated the unit and found the touchscreen could not be calibrated and some buttons could not be pressed. The fse replaced the touchscreen to resolve the reported issue. The unit was tested and passed. The unit was ready for clinical use.

Event description:
The customer reported that alarms on the unit would not clear. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.